Manufacturer narrative:
Device removed incorrectly, directions for use states that the cuff of the catheter should be located and dissected and then the rest of the catheter should be removed from the vessel. Investigation revealed the following: there have been no changes in the material formulation. There have been no changes in the mfg process. The break on the 16.5cm mark appears to have been nicked with a sharp object then pulled. The break on the 21cm mark appears to have been possibly cut with scissors. The lot # for this catheter is unknown which prevents point medical corp from testing on the retainer piece or conducting any further investigation.